Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. D4: batch # t5c23d. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a hand assist nephrectomy procedure the surgeon clamped the stapler down on the renal artery the device sounded as if it fired properly but once opened surgeon noticed about half of the staples deployed and the staples that were deployed were malformed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.